Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action. There is no device malfunction suspected with the ipg and the physician does not feel that the pain at the implant site was caused by the device.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient will undergo an ipg replacement procedure.